Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a c3-c7 cervical spinal fusion, the navigated image acquisition did not transfer to the medtronic navigation system. It was reported that the imaging system displayed "digital intercommunication of medicine (dicom) server does not accept structured dose report. Ensure server is configured." It was noted that the medtronic navigation system stated a manual transfer was required. The image acquisition was noted to have a nav tag on it. The imaging system and navigation system were restarted and a new image acquisition was performed to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The issue was due to the digital intercommunication of medicine (dicom) store server configuration as it could be resolved by unchecking the radiation dose under structured reports sent of the dicom services dialog. If information is provided in the future, a supplemental report will be issued.